Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating a past even of air bubbles in reservoir. Customer's blood glucose was unknown. During troubleshooting, customer reported that air bubbles were fairly large. Customer was advised to call back should issue persist.